Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with a pre op diagnosis of lumbar spinal stenosis l4-5 and l5-s1 and degenerative lumbar disc disease l4-l5 and l5-s1. Patient underwent a de-compressive lumbar laminectomy at l4, l5, partial s1; discectomy l4-5 and l5-s1; interbody fusion at l4-5 and l5-s1; placement of lumbar interbody implant at l4-5 and l5-s1; local bone graft and rhbmp-2/acs; pedicle screw instrumentation l4, l5, and s1 bilaterally; posterolateral arthrodesis l4-l5 and s1; and aspiration of iliac crest. At 3 months post-op the patient presented with chronic back pain and lumbar spinal stenosis status post-surgery with continued pain, mild radiating down left leg to his toes with tingling. Patient underwent MRI of the lumbar spine without and with gadolinium. Study showed, ¿interval operative intervention with l4 through s1 transpedicular screw and vertical rod fixation, l4 ¿s1 laminectomies, and anterior l4-5 and l5-s1 discectomies with interbody fusion. Prominent enhancing soft tissue surrounds the thecal sac across the operative levels, including the anterior epidural space, and contiguous with the intervertebral discs, with enhancement extending throughout the disc space levels as well. While it is difficult to exclude active inflammatory/infectious component and discitis which can produce a similar pattern and there are small fluid collections within the l4-5 and l5-s1 discs, these are felt more likely to be postoperative as there is no convincing evidence of anterior or lateral paraspinal extension of phlegmon. Correlation with other clinical and laboratory findings would be helpful in this regard. Post op changes and granulation tissue surround he nerve root origins within the lateral recesses at the operative levels, left greater than the right but without evidence of residual or recurrent disc.¿ bone stimulator was discussed. At 4 months post-op the patient presented with back pain and numbness into the left leg with pain in the leg. Doctor stated, ¿the nerves have been all well decompressive with a postoperative study. We have not found any problems. The screws are all in good position. The grafts are in good position. There is no evidence of infection or other problems.¿ at 6 months post-op the patient presented for examination which found patient to be neurologically intact. X-rays look in good position and he now has bone growth stimulator. At 9 months post-op the patient continues to have pain in his back and in the proximal left leg. CT scan documents solid fusion and MRI documents decompression. Impression: ¿failed response to decompressive laminectomy and fusion for degenerative disc disease with positive discography at two levels. The patient feels he is worse off now than he was preop. I have told him there are no further surgical options available. He meets the criteria of chronic pain. I have told him I would like to refer him to a chronic pain specialist.¿ at 14 months post-op the patient presented with no improvement after his hardware blocks. Assessment is post laminectomy syndrome. At 25 months post-op, the patient presented with a history of chronic radicular pain to the left lower extremity ranging from 5-8/10. Patient¿s exam is unchanged. Impression: low back pain with chronic radiculitis. Pt. Had implant of trial spinal cord stimulator. At 26 months post-op, the patient reports the spinal cord stimulator helped resolve leg pain, but no help with the back pain. Examination found lumbar motion to be moderately to severely restricted. Impression: lumbar post laminectomy syndrome. At 29 months post-op, patient continues to have pain in his lower back that radiates into both of his buttocks and down the posterior aspect of this left thigh. Pain is described as aching, gnawing, unbearable, penetrating, miserable, radiating and deep in nature. Patient complains of difficulty sleeping because of his pain and also complains of frequent sweating. Exam found sensation is altered in the left lower extremity.